Manufacturer narrative:
The device was received by the MFR however the complaint could not be replicated. Investigation did not find a sample to take of the alleged leaked substance. Preventative maintenance was performed on the product, and it was returned to the customer.

Event description:
It was reported that the product was leaking during testing. There was no pt involvement, and no user injuries or adverse consequences were reported.